Event description:
Caller alleged discrepant inr results. Results are as follows: date: (B)(6) 2014. Inratio inr: 5.0 (lot #339256) and 2.9 (lot #340805). The time between testing was five (5) minutes. Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
The inratio pt/inr test strips lot #339256 reference is being reported under a separate MFR report number 2027969-2014-00559. Investigation pending.